Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no indication that the complaint was related to a previous service. Visual inspection was performed and functional testing did not replicate the reported air-in-line alarm; however, further testing identified a defective uso sensor and main board. The uso sensor and main board were replaced, resolving the issue, and the device passed all functional and delivery testing.

Event description:
It was reported that the device displayed an ¿air in line¿ alarm despite the line being primed. Inspection of the air-in-line sensor identified a cracked diaphragm. The event occurred during programming, and there was no patient involvement.